Event description:
It was reported that during dft testing the device charged but did not deliver therapy to the patient. The patient was rescued with external defibrillation. The device was explanted and replaced. There were no adverse consequences for the patient.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. Visual inspection noted an arc on the device can that resulted in damage to the hv output circuit. The root cause of the output circuit damage was a lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
New information received notes that prior to the replacement procedure, the patient received an inappropriate shock and noise was observed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.